Event description:
I am writing you in concerning my knee replacements; multiple problems. My right knee has been giving me the problems. It is swollen and also gives up when I stand up for more than 10 minutes. It hurts so bad when I walk up. If I walk to my car, it swells. If I drive 10 minutes it swells. When I'm sitting it swells and I have to scratch it from the bone. I'm a truck driver and I cannot drive anymore. I cannot do anything that I used to do. No walking, no going up on stairs. I got on ssdi disability. I am writing you because I know my replacement is the cause. The pain that my knees cause hurt every day. When I call my doctor's office, they never return my calls, especially after I say I'm having problems with my knee. I was wondering if there were any problems with the type of replacements I have. It would be really great if I could get down to the cause of the pain. And if there is a recall for this knee, please help and let me know. It is depuy pfc sigma knee system. Thank you.